Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a procedure, the anchor broke and was removed from the patient an additional bone hole was required. No patient injury or further complications were reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of suture breakage. The suture has broken where it interfaces with the anchors eyelet. The suture remains loaded on the insertion device and is extending out of the inserter distal end. Anchor was not returned for examination. Examination of the inserter showed no sharp edges or abnormalities that would cause or contribute to the observed suture breakage. Returned with the inserter and suture was an unopened drill and drill guide indicating that the insertion site was not pre-drilled. It appears from the condition of the device that the sliding ring was not activated when withdrawing the inserter after anchor was insertion. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.